Event description:
A site rep reported that during a cranial procedure using the axiem navigation system, an inaccuracy occurred. They registered with touch-n-go and confirmed accuracy before proceeding to navigate. While in navigate, a nurse touched the computer touch-screen and after that they were inaccurate. When touching the head, the instrument appeared several inches off the head in the software. A medtronic technical services rep advised that movement of the frame in relation to the pt would cause the inaccuracy; and requested the user re-register. The surgeon opted not to re-register, as the incision had already been made. The surgeon completed the procedure without use of navigation. No impact on the pt outcome was reported.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.